Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session would not start. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.